Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual analysis of the returned product noted six suture-needles instead of five. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause of the observed condition is an operator error. The incorrect count condition can be generated if an incorrect quantity of suture-needles is placed in the carousel and if this is not correctly verified in the next operation. The incorrect count condition could have originated if the winding operator took one extra unit and did not correctly verify the quantity of units in the retainer. The product analysis established a relationship between a device failure and the reported incident of incorrect needle quantity. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement and retraining has been implemented to prevent this condition from recurring. A corrective action has also been implemented for this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reported. There were 6 needles in 1 pack. (It must be 5 needle per 1 pack).